Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found multiple hypotube kinks along the full catheter length. There were no issues with the mid shaft, inner or outer polymer extrusion. The crimped stent was examined and distal damage was noted; stent strut row 1 from the distal end was lifted and bent back in a proximal direction. The balloon cones were reviewed and no issues noted; the balloon was tightly wrapped and was not subjected to positive pressure. The undamaged section of the crimped stent od (outer diameter) was measured which is within max crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and densely calcified proximal left anterior descending (lad) artery. Plain old balloon angioplasty (poba) dilation with a non-complaint balloon catheter was performed. Subsequently, with buddy wire support, a 3.00x32mm (B)(6) drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a smaller size (B)(6) drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.